Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 44 mg/dl in the morning. To address the low bg, juice was consumed and a breakfast bolus was not delivered. The contact thought that the low bg was due to the pump setting was too high and was to discuss the event with a healthcare provider. The bg level elevated to 294 mg/dl. An air bubble was observed in the luer lock. The contact thought the high bg may have been caused by the air bubble and due to not delivering the breakfast bolus. The contact declined tandem technical support's offer to troubleshoot as the insulin level was low (20 units) in the cartridge.